Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that before the surgery, when the sales rep checked the devices, she found that the red femoral rotation lever of the sizing/rot guide (p/n: 254400509) had broken. There was no harm to the patient. No further information was available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device found no defects. The investigation found no evidence of product malfunction or product error and the need for corrective action was not established. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.